Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6), 2021. During the procedure, the clip was attempted to be released from the catheter; however, the clip could not be deployed. The procedure was completed with another resolution clip device. Additionally, it was also noted that the over-sheath was attempted to be completely removed prior to the procedure which is not describe in the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.